Event description:
Covidien regional office reports customer performing a CT cardiac study with contrast followed by saline. Injection protocol, 6.5 ml/sec for 120 ml volume. An IV access device, venflon - bd pro; 18ga 1.77n. During the injection of contrast, the prefilled contrast syringe burst. No reported injury.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.